Event description:
During follow-up, low sensing was noted on the right ventricular (rv) lead. The physician attempted to resolve the issue by repositioning the rv lead but was unsuccessful due to the helix unable to retract or extend. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events were low sensing and helix failure to extend or retract. As received, a complete lead was returned in one piece for analysis. The reported event of low sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix failure to extend could not be confirmed. As received, the helix was extended and clogged with dried blood/tissue. The reported event of helix failure to retract was confirmed. Visual and x-ray examination found the inner coil at the connector region over torqued consistent with procedural damage. After cleaning, the helix was able to retract and extend by applying torque directly to the inner coil at short length. The full helix extension length was measured within product specification. The cause of the reported event of helix failure to retract was isolated to the helix being clogged with blood/tissue and the inner coil over torqued.